Manufacturer narrative:
Field complaint of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at elective replacement indicator level and no anomaly was found on the header that is related to the field concern. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.

Event description:
New information notes that the patient's pacemaker was explanted and replaced on 09 nov 2021. The patient was stable throughout.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with their pacemaker at less than 3 months until elective replacement indicator, despite being at about a year on (B)(6) 2021. Premature battery depletion was suspected. No intervention was reported. The patient was stable throughout.